Event description:
On 9/29/05, the patient contacted lifescan alleging that his one touch ultra meter was reading inaccurately erratic. The patient obtained results of 5.3 and 8.5 mmol/l on the reported meter within greater than 20 minut4es of each other. The patient received no medical attention. The patient told the customer care representative (ccr) that some of his test strips were damaged. The ccr walked the patient through a control soultion test, which fell within specs. The test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.